Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned device included the hemostasis sheath and the carrier tube assembly. Visual inspection revealed that the hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. There was a diagonal cut at the tip revealing the anchor. No other visual anomalies were observed on the returned device. Functional testing could not be performed due to the state of the returned device. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause is not placing the device in full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal device failed to deploy in the left femoral artery. When removing the device from the patient the entire device came out. The anchor was still located within the sheath. The device tip was cut open to confirm the anchor was still in the sheath. The customer believes the anchor extended out of the sheath although did not engage and retracted back into the sheath when the device was clicked back to deploy. There was no known impact on the patient. Additional information was received on 09jun2021. The procedure was percutaneous coronary intervention (pci) using a 6fr procedure sheath. Single front wall puncture. Good artery size with only a little plaque at the bifurcation, which the puncture was well clear of. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure and a femstop was applied.